Event description:
The recipient reportedly experienced a cholesteatoma infection and required surgery to remove the infected tissue. The infection reportedly reached the implant, and the recipient's device was explanted due to infection from cholesteatoma. The recipient was implanted with another advanced bionics cochlear device.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient has reportedly healed. The recipient was re-implanted at a later date, (B)(6) 2025 disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.